Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The pt reported light sensitivity, and the visual acuity was unaffected. The topical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).